Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon fired the first firing with a white reload across the renal vein successfully. When the surgeon started to take the artery with the second firing using a white reload the device cut but did not lay a staple line. Bleeding occurred and the surgeon had to convert to an open procedure to control the bleeding. The patient lost 3000 cc's of blood and received blood products. It is not known how many units at this time. There were clips in the stapling area when it was fired for the second firing. There was an hour delay in the procedure to repair the vein. The procedure is ongoing at this time. Patient is now stable in the o.r.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # l54m2c. Three reloads were evaluated using visual, magnification. Reloads a and b were CT scanned because they were fully fired. Reload c was not CT scanned because visual inspection revealed that reload c had not been fired. All staples were present, all drivers were unfired and the wedge sled was in home position. All 3 reloads were from batch l53p8m. Reload a, b and c were randomly labeled a, b and c. There was no manner in watch to determine which reload (fired) was first or second to be fired in the procedure. Reload a was fully fired, wedge sled was fully deployed, and drivers were in a fired state. No unformed staples were observed. Visually, 4 staples could be seen. Upon CT scan, an additional 2 staples could be seen, visually obscured by blood. All staples were fully and properly formed in the b-shape. Reload b was fully fired also. One fully b-formed staple was observed in the knife slot. Reloads a and b appeared as normal and fully fired reloads. Through CT scans and visual inspection, the device appeared to be conforming, with the exception of some shroud separation on the top side of the device near the battery pack. As of 5/12/2016, the device was not test fired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the reason for the nephrectomy? Atrophic kidney which vessel was taken first? Renal vein did damage occur to the artery or vein? Artery what provisions were made to establish proximal and distal control of the vessel prior to firing? Skeltonization of vessel please confirm that ligating clips were used and if placed prior to or after transection. Lighting clips applied to vessel proximal to vein anterior to artery were there staples present at all or malformed? Present but not formed what is the current patient status. Unknown transferred to louisville hospital is the last status I have.

Manufacturer narrative:
(B)(4). Additional information received: information received that patient expired on (B)(6) 2017. There was no autopsy and the death certificate listed the cause of death as sepsis secondary to right lung health care associated pneumonia, acute hypoxic respiratory failure, hypotension and end stage renal disease with paraplegia.